Manufacturer narrative:
Lead model 3986ilc lot# n24324 implanted: (B)(6) 2000 explanted: (B)(6) 2012; lead model 3986ilc lot# n25764 implanted: (B)(6) 2002 explanted: (B)(6) 2012; extension model 7495-25 serial# (B)(4) implanted: (B)(6) 2000 explanted: na; extension model 7495-25 serial# (B)(4) implanted: (B)(6) 2000 explanted: na; programmer model 7435 serial# (B)(4).

Event description:
Additional information received reported that the lead wire was broken and frayed where it exited the epidural space.

Event description:
It was reported that impedance on all contact pairs was above 4,000 ohms and the patient wasn't receiving therapy. Impedance was checked intra-operatively to determine if the problem was with the leads or extensions. Impedance was found to be off at the lead level, and the leads were replaced. Following the procedure, the patient was receiving effective stimulation.